Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Manufacturer contacted customer with follow up phone calls to know whether the customer has symptoms. On (B)(6) 2016, customer stated the condition had improved since the time of initial contact. Customer stated was not currently having any diabetic symptoms. Customer stated no medical intervention was needed since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 57 and 127 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. Customer stated that he felt sweaty and shaky, customer test himself and he received a result of 131 mg/dl (which wasn't in the memory;customer also stated that the system didn't seem to be logging in all the readings then customer re-tested and meter read at 57 mg/dl (fasting). Customer stated that felt better after to eat some food (not as shaky or sweaty as before). Customer didn't need any medical intervention at time of call or at the time of the result. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. Customer stated hadn't made any changes to diet or medication. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer was concerned with the all the readings in the memory.